Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
The complainant alleged that during a routine shift check, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.